Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable high elecsys ferritin result from cobas 6000 e 601 module serial number (B)(4) for one patient sample that was aliquoted by the modular preanalytic analyzer (mpa) serial number (B)(4). The initial result was 75114 mcg/l with a data flag. The repeat result on the same analyzer was 128.9 mcg/l and the result on another cobas 6000 e 601 module was 126 mcg/l. The erroneous result was reported outside the laboratory. The repeat result was believed to be correct. The patient was not adversely affected. The reagent lot number was 19215405 with an expiration date of 2/28/2018. The field service representative found the transfer head was misadjusted. He adjusted the transfer head and performed a leak check. He verified system ran in accordance with specification. Refer to the medwatch with a1 patient identifier pt-16057 for the cobas 6000 e 601 module.